Manufacturer narrative:
Pump powered up after battery installation. No critical pump error (open book image) alarm noted. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The pump shut down properly after battery was removed and the back arrow was held down. The pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had critical pump error. Customer¿s blood glucose was 230mg/dl at time of incident. Customer reports they received a critical pump error image on the pump screen. The customer advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.